Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital; cause of admission was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Due to customer declining to give any further information date of event is approximate.